Event description:
3.0 vicryl rapide suture was used to repair a second degree laceration after a vaginal delivery. Upon placement of stitch in the perineum, the needle spontaneously detached from the suture, and needle was lost in the tissue. The patient had pelvic x-ray which showed the needle. Epidural was redosed and patient moved to or for removal of needle under fluoroscopy guidance, and was quickly removed by this method. Perineum was then repaired.